Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-07197. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, seroma, and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "deflation, calcification, soreness, lumps, rippling, implant is rock hard and "one cup size larger than the right" and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional later reported capsular contracture baker grade unknown and fluid confirmed via mammogram. This record is for the left side. Device has been explanted.